Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had crashed on them numerous times. They received a battery out limit alarm, a lost sensor alarm, and a low battery alert after replacing the battery. The insulin pump alarmed during normal use. The customer's blood glucose level was unknown. They will be sent a replacement battery cap. The device will not be returned for analysis.